Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged, and the pump battery depleted quickly. There was no reported adverse impact to customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.